Event description:
It was reported that the patient stated that he had his inflatable penile prosthesis (ipp) implanted last year and still having extreme pain while trying to use this device. The patient stated that he complained about it to his doctor, and the doctor repeatedly said the pain would stop, but the pain never stops, only time the pain subsides is five minutes after deflation, and this is not normal. The patient stated that this has been a complete nightmare from the beginning, and he is open for suggestions. He and his wife completely given up on the idea of having sex because the pain is unbearable. The patient stated he is planning on seeking a new specialist. The patient services specialist suggests him to seek another opinion form another specialist. No additional information was reported.

Manufacturer narrative:
No event date provided. Event date used is approximated.